Event description:
It was reported in a journal article that during a routine echocardiogram, an incidental finding of an 11 mm rounded mass attached to the patient's septum was observed. The patient's left ventricular (lv) ejection fraction was normal and the septum did not show any motion abnormalities. Review of the patient's history determined that she had received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) six months earlier with no other symptoms. A computed tomography scan was performed and the results suggesting a thrombus as the most likely cause of the mass. The patient was given oral anticoagulation and serial echocardiograms. Over time there was progressive reduction of the size of the mass until its complete disappearance. Anticoagulation medications were stopped and there was no relapse observed during the five month follow-up period. A hypothesis was made that it was possible the inappropriate therapy led to the thrombus formation based upon the confluence of factors in the ventricle after s-ICD shock. Cabrera-romero, eva, et al. (2023). "Septal thrombus formation after subcutaneous implantable cardioverter shock in a young female with dilated cardiomyopathy". European heart journal - case reports (2023) 7, 1-2. Https://doi.org/10.1093/ehjcr/ytac457.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported in a journal article that during a routine echocardiogram, an incidental finding of an 11 mm rounded mass attached to the patient's septum was observed. The patient's left ventricular (lv) ejection fraction was normal and the septum did not show any motion abnormalities. Review of the patient's history determined that she had received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) six months earlier with no other symptoms. A computed tomography scan was performed and the results suggesting a thrombus as the most likely cause of the mass. The patient was given oral anticoagulation and serial echocardiograms. Over time there was progressive reduction of the size of the mass until its complete disappearance. Anticoagulation medications were stopped and there was no relapse observed during the five month follow-up period. A hypothesis was made that it was possible the inappropriate therapy led to the thrombus formation based upon the confluence of factors in the ventricle after s-ICD shock. Cabrera-romero, eva, et al. (2023). Septal thrombus formation after subcutaneous implantable cardioverter shock in a young female with dilated cardiomyopathy. European heart journal - case reports (2023) 7, 1-2.